Manufacturer narrative:
Sample inspection: an internal and external inspection were performed on the source device. There were no observations of fluid ingress in the front or rear case. There was no contamination observed on the electronic or mechanical components. The male iui is in poor condition, the isolation ribs are damaged. Both iui¿s have dried fluid on all pins. Log analysis results: the syringe module was selected on (B)(6) 2021 at 4:34:23 pm and the previously programmed infusion was restored. The restored infusion was programmed for drug ID 315 (lipids 20%) with a bd 30 ml disposable syringe the total syringe volume was 23.568 ml. The rate was programmed at 1.4 ml/h with a vtbi of 17 entered. The infusion completed at 4:43:22 am, the remaining volume of the syringe was 6.568 ml. The syringe module was selected again at 4:47:05 am and the vtbi was changed to 2 ml. The infusion was started at 4:47:08 am. At 4:58:43 am the clamp was opened, and the device alarmed. The syringe module was selected, and the user confirmed the syringe installation. The selected disposable syringe was a bd 30 ml with a volume of 6.2982 ml and the vtbi was changed to 5 ml and started. A near end of infusion alarm occurred 8:28:39 am, the syringe module was selected and the vtbi was increased to 1 ml and restarted at 8:29:19 am. A near end of infusion alarm occurred again at 9:07:12 am and the infusion completed at 9:12:12 am. The syringe module was selected again at 9:14:24 am and the vtbi was changed to 0.39 ml and restarted. The near end of infusion alarm occurred, and the infusion completed at 9:31:14 am. The total calculated volume infused was 23.56 ml. Test results: functional testing consisting of accuracy testing performed on the source syringe module found the device operating in specification. Test methods: n/a device history review: review of the source pcu s/n: (B)(6) service history record showed the device had a manufacture date of (B)(6) 2013. A review of the device service history record was performed beginning from the date of manufacture to the present date and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. A review of the complaint history record in the trackwise was performed for the sn 13857761 which confirmed no similar complaints with the same or related failure mode. The root cause of the customer¿s complaint was not definitively identified in this investigation. The returned syringe module was thoroughly tested and inspected; no fault was found. The customer¿s stated issue of syringe under infused was not confirmed through a review of the device logs or through testing. The log review found no programming errors that would explain a report of under infusion. Functional testing consisting of accuracy testing performed on the source syringe module found the device operating in specification. The administration set and disposable syringe were not provided by the customer for investigation therefore could not be tested for this investigation. The syringe module was in use during treatment.

Event description:
It was reported that the syringe pump with lipids displayed incorrect available volume than what was actually in the syringe. An infant received lipids at 1.4 ml/hr. 30 ml syringe was hung at about 0500 on 2/23. Syringe alarm near empty at about 0930. Volume available displayed 2 ml but about 20 ml actual in syringe. Nurse removed and replaced syringe and correct available volume than displayed. After reviewing logs, it appears that the syringe module identified the syringe as a 30 ml bd with only 6.2982. There was no harm or adverse effect on the patient.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be received for evaluation. Patient was an infant. Although requested, patient information was no provided.

Event description:
It was reported that the syringe pump with lipids displayed incorrect available volume than what was actually in the syringe. An infant received lipids at 1.4 ml/hr. 30 ml syringe was hung at about 0500 on 2/23. Syringe alarm near empty at about 0930. Volume available displayed 2 ml but about 20 ml actual in syringe. Nurse removed and replaced syringe and correct available volume than displayed. After reviewing logs, it appears that the syringe module identified the syringe as a 30 ml bd with only 6.2982. There was no harm or adverse effect on the patient.